Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that during the inspection of the unit at the service center after returning from the facility, the issue was unable to be replicated. Also, as the communication error was recorded in the fault logs, video generator board and executive processor board were both replaced in order to avoid further issues as a precautionary measure. After replacing the boards, preventive maintenance including running test, system functional test and electrical safety test was performed normally. The unit was then returned to the facility for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) alarm sounded and the power went off. After turning the power back on and starting up, the problem returned to normal, but the company stopped using the device and replaced it with another device.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) alarm sounded and the power went off after approximately 20 hours after therapy was initiated. After turning the power back on and starting up, the problem returned to normal, but the company stopped using the device and replaced it with another device. At the time of the initial report, the patient was stable. However, later on the patient was reported to have expired. According to the medical engineer, the relationship between the patients death and both units were not related as the patient's general condition was poor throughout treatment with the units.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11. Corrected sections: h1, h6 (health clinical & device problem codes).

Event description:
N/a.

Manufacturer narrative:
Updated sections: b4, e1(name, address, city, tel#), e2, e3, g2(add health prof), g3, g6, h2, h10, h11. Corrected sections: b1, b5, h6(health clinical & impact).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) alarm sounded and the power went off. After turning the power back on and starting up, the problem returned to normal, but the company stopped using the device and replaced it with another device. At the time of the initial report, the patient was stable. However, later on the patient was reported to have expired. According to the medical engineer, the relationship between the patients death and both units were not related as the patient's general condition was poor throughout treatment with the units.